Manufacturer narrative:
Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, failed flow rate was not reproduced. The device was tested for flow rate accuracy and it failed with an error percentage of 5.87%. A review the event history log was performed for the last days of customer use as no event date was provided. The user programmed an infusion at a rate of 40 ml/hr and vtbi: 10 mlwhich are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. The infusions ran to completion without interruptions and no abnormalities. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition determined to be pressure plate travel. Pressure plate travel requires re-adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of failed flow rate during testing in the biomed service department. There was no patient involvement. No additional information is available.